Event description:
The customer reported the system displayed a communication error and will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated and repaired the system. System operates as intended.